Event description:
In a transapical tavr case, after insertion of the sheath, echo was assessed for mitral valve entanglement and it was thought the sheath was free of the mitral valve. The valve was introduced; however, as it was exiting the sheath it appeared to be entangled in the mitral valve. The patient¿s pressure dropped into the 40's. Echo demonstrated that the mitral valve was wide open and not moving. They attempted to bring the valve back into the sheath but it appeared to be stuck in the chordae. With the patient¿s pressure in the 40's the team decided to go on bypass. Once the patient was on bypass and stable, the valve was advanced again into the annulus and the team decided to deploy. Once the valve was deployed the delivery system was brought back into the sheath. Echo demonstrated that the mitral valve appeared to be functioning normally again. With the patient now stable the sheath was removed and the thoracotomy was closed. The patient was then transferred to the ICU in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), injury to the mitral valve is a potential adverse event associated with the tavr procedure. Mitral regurgitation in tavr can occur from chordae tendinae entrapment during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with the transapical approach. This can result in transient mitral insufficiency and usually resolves on removal of the devices. In most cases this condition does not require intervention. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, per report the patient became unstable due to the entanglement of the device in the chordae tendinae and to prevent an injury the patient was placed on bypass to allow her to stabilize during the deployment of the valve. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.